Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and ended up in the intensive care unit. The customer's blood glucose level was 348 mg/dl, 396 mg/dl, 567 mg/dl, 526 mg/dl. The customer was treated with bolus. The device will not be returned for analysis.